Event description:
It was reported that during an unknown time, the device was not working. During product evaluation, it was found erratic motor speed. There was no information available regarding the patient impact. Due diligence is complete; no further information is available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the rpms could not be tested due to erratic motor speed and the calibration was out at the 0 readings. The fine adjustment cams, needle bearing, reciprocating arm, screws, switch mount, switch, ball plunger, lever, bearings, o-ring, seal/strain relief, and motor were replaced and resolved the reported issue. The unit was last serviced in 2023 and has not since been returned for annual preventative maintenance. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported event is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.